Event description:
Initial report: this non-serious unsolicited report for sculptra (poly-l-lactic acid) was received from a physician via our affiliate in (B)(4) on (B)(6) 2010. Upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This report involves a female patient (age not indicated) who was administered poly-l-lactic acid on (B)(6) 2009 and on (B)(6) 2010. Medical history and concomitant medications were not reported. A physician reported the suspicion of granuloma, thickening, oedema and nodules in a female patient after her third treatment with poly-l-lactic acid. The sculptra adverse event f/u form was received from the healthcare professional. Sculptra was administered on (B)(6) 2009 and on (B)(6) 2010 to the nasolabial folds, marionette lines, cheek lines and labiomental crease. The total volume of sculptra injected in each region includes nasolabial folds 0.5 cm3, marionette lines 2 cm3, temples, cheek lines 4 cm3, labiomental crease 0.5 cm3. For the session on (B)(6) 2009, sculptra was reconstituted with sterile water and lidocaine. The anesthetic used was topical emla (lidocaine + prilocaine) session 2 on (B)(6) 2009 and session 3 on (B)(6) 2010, the patient received local topical emla (lidocaine + prilocaine). Pt history includes fitzpatrick skin type I. No history of immunological or collagen vascular disease. The location of the adverse event was at all injection sites. Pt initially experienced thickening, oedema, nodules in many locations, migrating periodically oedema of all sculptra injection site. There was no evidence of systemic process which developed after injection. Patient experienced 5 nodules more than > 5 mm that were visible at injection site. No biopsy was performed. The adverse event was characterized as "protracted" or "prolonged". No evidence of permanent impairment of body structure. The physician reports that this adverse event experienced not be irreversible. Treatment include: intralesional injection of corticosteroids (oral). Pt did not need to receive surgical intervention. The treatment performed precluded permanent impairment of body function or damage to body structure. Event outcome is ongoing. Action taken: unk. Reporter's causality assessment: not indicated. (B)(4).